Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the guidewire became stuck inside the left ventricular lead. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.